Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the placement of the pump. The pump is sitting too high for the patient. The ipp pump was replaced and repositioned. There were no patient complications reported.